Manufacturer narrative:
(B)(4). Method: facility disposed of device. Device is not available for return and inspection. (B)(4).

Event description:
Prior to the start of a procedure (during set up of generator, after hand piece had been plugged in but before grounding pad had been plugged in) the generator showed the green single foil electrode indicator on the screen. No grounding pad had yet been plugged in when the generator light indicated a return pad had been connected. The generator was restarted multiple times but the indicator stayed the same every time. No patient involvement or impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.